Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in drain three of treatment. Upon removing the tubing set, fluid was leaking from the membrane on the back side of the cassette. The origin of the leak could not be identified. No holes or punctures were identified. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Pt's effluent has remained clear. The actual sample was discarded by the pt. A companion sample of the same lot number is available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.